Event description:
Caller states, the patient tested 4.9 inr on the coaguchek system and 3.5 inr on a comparison lab. No action was taken based on the device result. No adverse event reported. Comparison performed at a medical facility. Requested return of suspect system and replacement was sent.